Event description:
It was reported that the outer sheath separated. The non-stenosed target lesion was located in the mildly tortuous abdominal artery. A direxion hi-flo fathom-16 system was selected for use. During the introduction, the catheter was pulled back to reposition, however, the outer sheath separated. The device was pulled back from the sheath and was removed. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.